Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake and the attendant performed peritoneal dialysis therapy without proper training. Two days after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancogen injection 1 gram (route, frequency, and duration not reported) and ceftazidime 1 gram (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. Beginning on the day of hospitalization, extraneal therapy was used for peritoneal dialysis therapy and was ongoing at the time of this report. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient passed away due to another indication. It was not reported whether the patient recovered from the peritonitis prior to death. It was not reported whether an autopsy was performed. It was not reported whether dianeal and extraneal therapies were ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.